Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving non-sustained rv oversensing alerts. Cross-talk was suspected. Patient was receiving sensations of dizziness as it was inhibiting v pacing. It was later reported that the issue was not crosstalk but noise and the noise was not reproducible. Device was reprogrammed and remains implanted.